Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device has been affected. There is no report of accident or trauma. The patient reported that a few months ago he felt that the implant "inside had moved or come loose" and believes his external coil is also now closer to his processor.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Reportedly, the recipient felt that the implant housing had moved and a shift of the device was observed at explantation, which could have contributed to the damages found during explant investigation. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device was affected. There was no report of accident or trauma. The recipient reported that a few months prior the implant inside had moved or come loose and the external coil was closer to the processor. The recipient was reprogrammed and some external processor parts were replaced. With the replaced external parts, the user reported an improvement in clarity, however hearing performance was still affected. The recipient continued to have a decrease in performance with the device and was re-implanted on (B)(6)2017.